Manufacturer narrative:
Model number/catalog number: sc-2316-50e; serial number: (B)(4); batch/lot number: 5158081; model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that the patient stopped breathing during the trial procedure. The patient was flipped to a supine position and oxgen therapy was given. The physician believed that it was not device related, but the cause was unknown. The procedure was completed without further complications and the patient was reportedly doing well.